Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) had a battery gas guage reading at 50% after 1 year of implant. The device is scheduled for explant and return to st. Paul.